Event description:
It was reported that during the implant of a new system, the physician noticed a "hole" in the catheter near the 55cm marking, and saw cerebrospinal fluid (csf) leaking. The catheter was trimmed, and a new piece was spliced on and connected to a connector. The pump was connected to the repaired catheter. The catheter was tested after it had been connected to the pump before closing and good csf flow was obtained with no air bubbles. It was reported that the patient did not experience any issue. The pump was turned on after implant and the patient was doing well. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), product type catheter; product ID 8590-9, lot# unknown, product type accessory. (B)(4).